Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) line was implanted on (B)(6) 2017 for antibiotic therapy. The hub reportedly disconnected from the catheter after treatment on (B)(6) 2017. The conditions and handling circumstances at the time of the event are not known. The device was explanted; it is not known if a replacement device was exchanged. A section of the device did not remain inside the patient¿s body. No further patient or event information was provided. The device is reportedly available for evaluation; no device was received as of the date of this report.

Event description:
It was reported that a peripherally inserted central catheter (PICC) line was implanted on 16 february 2017 for antibiotic therapy. The hub reportedly disconnected from the catheter after treatment on (B)(6) 2017. The conditions and handling circumstances at the time of the event are not known. The device was explanted and replaced with a new PICC line. A section of the device did not remain inside the patient¿s body. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Photographs provided by the customer show a catheter detachment. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.